Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. Unipolar impedance warnings and polarity switches were noted on the right ventricular (rv) and right atrial (ra) leads. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.